Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this newly implanted pacemaker along with a competitor right ventricular (rv) lead exhibited low out of range pace impedance measurements of less than 200 ohms. It was noted that this patient has had chronically low pace impedance measurements. A device memory download showed low out of range pacing lead impedance measurements around 140 to 160 ohms but stable. Additional information was received indicated that the cause of this observation was not identified. At this time no intervention was performed and the patient continues to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
Further information received indicated that low pacing impedance measurements less than 200 ohms continued to be observed. The device outputs were set high to maintain capture due to the low impedance of the competitor lead. When the lead was replaced the physician decided to replace the device as well as it was nearing explant. The cause of the observation was not determined. This device was kept in the hospital and is not expected to be returned. No additional adverse patient effects were reported.